Manufacturer narrative:
Concomitant medical product(s): product ID: 694865 lead, implanted: (B)(6) 2005; 4194 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead was also noted to have high thresholds. The lead was attempted to be replaced, but could not be explanted due to stenosis in the superior vena cava. The lead was not replaced and remains in use. During maneuvers, noise was observed on both the right atrial (ra) lead and rv lead. Far field rv oversensing was noted on the ra lead. A decrease in pacing impedance was noted in the rv lead and a slight decrease in impedance was noted in the ra lead. The leads remain in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were explanted. While removing the rv lead, the innominate vein was ruptured. New ra and rv leads were implanted.

Manufacturer narrative:
Product analysis the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The noted that the outer insulation is breached at 23.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.